Event description:
Information received indicates the pump did not deliver during testing.

Manufacturer narrative:
Testing found the delivery to be within specification. Parts of the motor assembly were found to have been moved from optimal values. Although still within specification, this may have resulted in slippage in the motor assembly. Complaint could not be confirmed. The motor assembly was replaced due to normal wear and tear.